Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false positive architect total b-hcg result for a 53-year-old female patient. The following data was provided: initial result was 515.1, repeat result was <1.2 miu/ml; patient was recollected, and the result was <1.2 miu/ml. There was no impact to patient management reported.